Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose was 87 (mg/dl). During follow up, the customer reported that after charging the pump for at least 30 minutes, the alert had not reoccurred after charging the pump.